Manufacturer narrative:
Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. Return requested for suspect percutaneous reference cross pin frame. No parts have been received by manufacturer for analysis. No parts were replaced. No further issues have been reported.

Event description:
After the completion of a spine procedure, the medtronic representative tested the site's percutaneous pin reference frames and found that one of the frames displayed more movement on the percutaneous pin than the other. The procedure had been completed and there was no patient present when this issue was identified.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect percutaneous pin reference frame was unable to replicate the reported issue. The returned frame has a few scratches but is otherwise undamaged. The ratcheting mechanism is normal and receives a perc pin without issue. With markers attached and fully seated, the frame returns good geometry and divot error readings. No problem found, fully functional.